Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
Reported via patient call center it was reported serious injuries occurred. A left atrial appendage (laa) closure procedure was performed, and a 40mm watchman flx pro closure device was implanted on (B)(6) 2024. The patient was discharged. The patient called into the watchman patient call center reporting that at an unknown time point after having the watchman implanted, there have been multiple bad reactions. The patient reported there was blood in his heart, water in the lungs, swollen and discolored legs and visible pulse in his neck. The patient stated over a liter of blood was removed from his heart. The patient had not followed up with his cardiologist or implanter. No further information was provided. A good faith effort was made to the boston scientific clinical representative. There was no additional information for this patient reported event available. The physician did not report any complications.